Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned. Additional info from the user facility report: (B)(6).

Event description:
Medwatch uf# (B)(4) received and is included with this report. Additional info from the user facility report: title: xxxxx. Event desc: a 7 hole synthes plate was being used for an orif [open reduction internal fixation] of an ulna. A 3.5 mm cortical self tapping screws were being used and a 4.0mm cancellous screw was implanted and the head of the screw snapped off. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).